Event description:
It was reported that the device has failed volume test and also the occlusion test. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair in used condition. Physical condition of the device has cracked battery door and scratched lens. This device has not been serviced in the past 12 months. Functional tests were performed, and accuracy tests passed. Customer's reported problem of "failed vol test also occlusion test" was not duplicated. The occlusion alarm was found in event history log. Performed standard preventive maintenance to correct the issue. The device passed all functional tests.